Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 ultra valve implanted for 4 years and 5 months failed due to stenosis and regurgitation. The patient was hospitalized for congestive heart failure, and echo indicated an aortic valve area of 0.6cm2.

Manufacturer narrative:
Section d4. UDI (B)(4). Investigation is ongoing.